Event description:
The ge oec 9800 fluoroscopy sys had reported image quality issues during a wrist pinning procedure. The sys was removed and replaced with the latest generation c-arm (oec 9900) to complete the case.

Manufacturer narrative:
A ge oec svc rep investigated the issue and could not duplicate the image quality issue. All parameters of the sys were assessed including the sys outputs, voltages, tracking and resolution. The sys was tested and found to be functioning as intended and was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue.